Manufacturer narrative:
The distributor returned the customer's glidescope video monitor and titanium video cable to verathon (B)(6) for evaluation. The technical service representative tested the customer's video monitor and video cable with a test blade. The technical service representative confirmed the intermittent image and isolated the fault to the titanium video cable. The video cable was replaced for the customer. Since there are no repairs for the video cable and the customer received a replacement titanium video cable the returned video cable was scrapped. Since the video cable is not serialized the device history and the previous history of the video cable could not be reviewed. Corrective action is not required at this time.

Event description:
The distributor reported that during a patient procedure, using a glidescope titanium cable, the image would disappear during use. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.